Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that rubber o- ring and the clear ring came off. The customer also state that pump had damaged and the reservoir not staying locked in. The customer blood glucose was 279 mg/dl at the time of incident. The customer was decline troubleshooting. The customer was replacing the pump. The insulin pump will not be return for analysis.